Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted up to an error and the link electronic module (lem) was reseated, the hard drive reimaged and the software reloaded and updated. However the error still occurred and it was noted that the lem was out of specification in an electrical manner. It was additionally noted that the printer roller gear teeth were damaged and that the upper eject lever was broken on the personal computer memory card international association (pcmcia) slot. The device was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer powered up to an error. The message of the error was not known. The programmer was returned for service. There was no patient involvement.